Event description:
Information received from the field notes high impedances of 1455 ohms to 1715 ohms in the bipolar configuration while unipolar readings were <200 ohms. Unipolar capture was at 3.25 v, 1 ms. There was no sensing in the bipolar configuration. The patient had no underlying ventricular rhythm. When the generator was programmed to the unipolar configuration, no inappropriate inhibition was noted. The system will be monitored.